Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.3, (different) poc meter: 2.2. Patient is taking amiodarone and undergoing kidney dialysis.

Manufacturer narrative:
Investigation pending.